Event description:
A pt, admitted to the ER and undergoing CPR for a drowning accident, became difficult to ventilate. The difficulty (resistance to flow) was isolated to the co end tibal co2 detector which had become contaminated with pulmonary edema fluid. The contaminated device was reportedly changed resuscitation efforts continued, however, the pt eventually expired. According to the dr, the device was noted to be contaminated with pulmonary edema fluid in the ambulance, prior to arriving at the ER.